Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Catalog number: 7n8300 or 7n8301. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disposable set was coming apart at the connections. There was no report of patient injury or medical intervention associated with this event. No additional information is available.